Event description:
The customer observed a false elevated alinity I stat high sensitive troponin-I result for one patient sample. The following results were provided: (customer provided reference values 0 - 34.2 ng/l) sid (B)(6). Initial result = 39 ng/l, repeat result = < 3.2 ng/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. H10: this report is being filed on an international product, list number 08p13 that has a similar product distributed in the us, list number 04z21. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
The complaint investigation for falsely elevated alinity I stat high sensitive troponin-I results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Data and information provided by the customer were reviewed and support the complaint issue. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. The device history record review did not identify any non-conformances or deviations with lot number 51310ud00 and the complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. Customer field data was used to assess the performance of the alinity I stat high sensitive troponin-I assay using worldwide data. Review shows that the median patient result for lot 51310ud00 is within established limits and comparable with other lots in the field, confirming no systemic issue for lot 51310ud00. Based on the investigation, no systemic issue or deficiency with the alinity I stat high sensitive troponin-I assay for lot 51310ud00 was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a false elevated alinity I stat high sensitive troponin-I result for one patient sample. The following results were provided: (customer provided reference values 0 - 34.2 ng/l). Sid (B)(6) initial result = 39 ng/l, repeat result = < 3.2 ng/l. No impact to patient management was reported.